Manufacturer narrative:
D10: (B)(6) - 02-010-03-0235 - logic cr femoral cem, left, sz 3.5 (B)(6) - 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t (B)(6) - 200-02-32 - three peg patella 32mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-00169. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported approximately 57 months after a left total knee replacement surgery, the patient experienced pain, swelling, instability, and dissatisfaction and subsequently underwent a left revision procedure. Revision operative report was provided. Intraoperatively, effusion and synovitis were appreciated around the joint consistent with polyethylene wear. The patella component was noted to have wear centrally. The insert and patella were revised. The femoral and tibial components were well fixed and retained. The patient was last known to be in stable condition following the event. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d the revision reported was likely the result of prosthesis wear. Additional reasons for the reported revision may be instability and inclusion of the polyethylene in the packaging recall. Possible causes for polyethylene wear include high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The reported instability could not be confirmed from the provided information. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.